Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not clip. The distal end presented with loose cable. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken grip cable at the proximal end. Further investigation confirmed additional observations. The instrument was found to have a loose grip cable at the distal end. The instrument has a broken grip cable at the proximal end. As a result, the grip cable became loose. The complaint was confirmed by failure analysis.